Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient was unable to provide the result from the subject meter or the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.